Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k960280. Investigation summary: a 2000e (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20126486. The customer provided a photograph of the affected sample to assist the investigation; analysis of the photograph confirmed the customer's experience with the female luer adapter (fla) of the smartsite appearing to have separated from the clear body of the smartsite. A closer inspection of the photograph indicates that part of the clear body of the smartsite was still visibly bonded to the fla component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20126486 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (for 1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 2 ll vlv adpt(stand alone) sets were damaged/defective, with the second one leaking from the connector before the infusion. The following information was provided by the initial reporter, translated from chinese to english: " the first joint fracture, in the nursing operation of disinfection appeared, has not started to use. The exhaust of the second connector leaked before the infusion operation and was not used on the patient."